Event description:
The caller alleged they processed an acmi dur 8 flexible cystoscope in 2008. They placed in a tray, processed it and stored on a shelf. The scope was opened in 2009, and it was discovered that the distal tip was blown/torn off. Customer indicated there are no patient related events.

Manufacturer narrative:
Damaged: conclusion: the customer indicated they contacted acmi regarding device compatibility with the asp sterrad nx and received information that the scope was compatible. When asp contacted acmi to confirm the compatibility, acmi indicated the acmi dur 8 flexible cystoscope was not compatible.